Event description:
The customer reported that while adjusting the ma for better imaging on large pts and then repositioning, the images became very bright.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep could not duplicate the problem. When recalling the saved images that were white, he adjusted brightness and contrast. This enabled the image to be seen but the technique was much too high for good imaging. He recommended that the system be left in auto mode or at least taken out of manual if the image is too bright and that collimator be used. Applications might be helpful for this site. He tested the system for proper tracking and the auto/manual control. The system performs as intended.